Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting the issue. Cts had the customer clean the blood sampling valve (bsv) and alignment bar. The customer confirmed the wash block extended all the way down the manual probe. Cts had the customer tighten the bsv and run a water sample; the customer observed dripping from the rinse block vacuum line. Service was requested. A bec field service engineer (fse) was dispatched on (B)(4) 2012. The fse observed the rinse block slide mechanism was sticking and not allowing the rinse block to align correctly. The fse cleaned and lubricated the slide and cylinder, and aligned the rinse block, which resolved the issue. Failure mode: the rinse block was out of alignment. Per coulter lh500 series system instructions for use, pn (B)(4): warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a 2 to 3 ml fluid leak from the manual probe of the coulter lh 500 instrument. The customer also discovered that the rinse cup vacuum line/probe was leaking. Fluid leaked onto the outer body of the instrument and onto counter. Bec customer technical support (cts) reminded the customer of the use of personal protective equipment (ppe) before troubleshooting. The operator wore gloves and a laboratory coat at the time the leak was discovered and during troubleshooting. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.